Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulator (mtm) allegedly had non-intuitive motion issues. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the field service engineer and obtained the following additional information regarding this event: the system functionality powered on without problems, only once they had a problem during surgery for a couple of seconds.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse replaced the master tool manipulator (mtm) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the master tool manipulator 2 and completed the device evaluation. The mtm 2 was analyzed, and failure analysis was unable to reproduce the reported issue but could confirm the issue occurred via field error logs review. Visual inspection was performed. The unit was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.